Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was overdischarged due to patient failure to recharge. High impedances of greater than 10,000 ohms were found on electrodes 2, 5, and 6 after impedance testing was performed. A physician mode recharge was performed once. The manufacturing representative was unable to determine which lead was 0-7 or if the impedance issue was with the ins or the leads. Electrode 2 was included in the programming and reprogramming was performed to eliminate it from the programming. Electrodes 5 and 6 were not in use. The code 0x1608 appeared on the clinician programmer when the ins was interrogated. The patient experienced less than 50% therapy relief in the low back, tailbone, buttocks and legs. The patient was alive and without injury. The patient was instructed to recharge the ins fully and then assess the effectiveness of the therapy. Patient outcome was not provided. Follow up was requested to obtain this information. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).